Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reported the primary set ballooned when propofol was administered. No patient harm or medical intervention occurred. No further patient/event information was reported.